Manufacturer narrative:
Approximate age of device ¿ 4 years and 9 months. The pump remains in use supporting the patient; however, the replaced portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that there was damage near the distal end bend relief of the percutaneous lead, and minor movements in that area were causing speed drops to the 4000 rpm range. The patient was asymptomatic. On (B)(6) 2017, the manufacture¿s technical services representative replaced a portion of the external percutaneous lead without incident. The patient is reported to be at home and is doing well. No further alarms have been reported.

Manufacturer narrative:
The pump was not explanted following the patient's expiration; however, the distal end of the patient's percutaneous lead (driveline) was returned for evaluation. The evaluation of the returned portion of the driveline confirmed an issue that would have contributed to the reported pump stoppage. Approximately 9 inches of the external portion of the lead was returned for evaluation. The distal end bend relief was separated from the metal connector and the outer silicone sleeve was found to be separated adjacent to the terminus of the distal end bend relief beneath the rescue tape repair. Electrical continuity testing of the returned portion of the perc lead revealed that the black wire was open circuit. Examination of the percutaneous lead prior to removal of the clear bionate revealed breakdown of the metal braided shield as well as underlying damage to the black and brown wires adjacent to the metal connector. Examination of the remainder of the returned lead segment found additional areas of breakdown of the metal braided shield near the terminus of the distal end bend relief and at approximately 4 inches from the metal connector, which appeared consistent with almost 5 years of use. Visual inspection of the underlying wires revealed that the black wire was completely fractured and the brown wire was partially fractured adjacent to the metal connector, exposing the inner metal conductors. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing of the perc lead in this area. If the exposed conductors of the compromised black and/or brown wires made contact with the braided shield while the patient was operating on a tethered power source such as the power module, the resulting electrical short to ground would have caused the low speed events and pump stoppages recorded in the submitted system controller log file. The patient remains ongoing on pump support and no further related events have been reported. A review of the device history records showed no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.